Manufacturer narrative:
It is unknown what was the patient¿s condition during the transfer. The sara flex instructions for use (IFU) contains information about resident assessment. ¿it is recommended that facilities establish regular assessment routines to make sure that caregivers are assessing each patients/residents prior to use. Before use the caregiver should always consider the patients/residents medical condition, physical and mental capabilities. In addition the patient/resident must be able to bear weight on at least one leg and have some trunk stability. (¿) if the patient does not meet these criteria an alternative equipment/system shall be used.¿ arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. There was no device malfunction found. The complaint was decided to be reportable due to allegation of patient slipping out of the footstep which resulted in a serious injury.

Event description:
Arjo representative was informed that during transfer with sara flex active floor lift and the sling, the patient slipped and broke her ankle. This transfer was assisted by a head nurse. According to the information gathered, the resident had her legs almost in the foetal position and could not stretch them. One day before the event, the resident was positively tested for covid-19. There was no device malfunction found.